Event description:
The customer reported that they received a 'power could not be enabled' alarm. They were unable to continue the run and were not able to perform rinseback. Patient information is not available at this time. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
(B)(4). A review of the device history record for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: undetermined. Corrective action: motor driver cca was replaced and the machine was functionally tested.

Event description:
The patient's identifier was not provided by the customer.

Manufacturer narrative:
(B)(4). The run data file was analyzed for this event. The rdf analysis indicated the operator was able to clear the reported alarm indicating the touchscreen was operational. There was no additional indication that the device was not responding as intended.

Manufacturer narrative:
(B)(4). Investigation: potential causes include a defective 24 volt switch circuit, a harness problem, a defective motor driver cca and a defective safety system. An optia motor driver cca was received from the customer for evaluation. Visual inspection revealed no anomalies, installed in a optia machine, cycled power 10x and no problem occurred, 24vsw test and full system autotest were performed. Machine successfully completed 24vsw test and full system autotest, machine also successfully completed 2 hr saline run, was not able to duplicate the reported problem. No problems were found with the returned motor driver cca. There is no safety issue associated with the reported condition as the machine alarmed as designed. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.